Event description:
It was reported that during a sleeve gastrectomy procedure, on the third firing of the device (using a green cartridge) to create the sleeve, all staple rows on left side of cut line were perfect (patient side) but on the right side of cut line, none of the staple rows were formed (specimen side). There was no real bleeding noted. The case was completed with a new device of the same product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.